Event description:
It is reported that the patient's humerus fractured when the surgeon was attempting to implant the poly liner. The surgeon has stated in the past that the locking mechanism was too aggressive in the way it is to be implanted.

Manufacturer narrative:
Other device used: catalog #00434901213, zimmer trabecular metal reverse humeral stem, lot #62745677. This report will be amended when our investigation is complete.